Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a device change out, externalized conductors was observed. No electrical anomalies were detected. The lead was explanted and replaced. No further information is available.